Event description:
It was reported that the patient presented to the clinic with a high capture threshold on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. The physician elected to resolve the event by reprogramming the pacemaker and no patient consequences were reported.